Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin and she could see on the screen that the insulin was not coming down and her blood glucose rose over 300 mg/dl. During troubleshooting for high blood glucose; the customer stated she received a weak battery alert but declined troubleshooting. Customer was unable to continue and stated she would call back to finish troubleshooting on high blood glucose.